Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown the surgeon found the pad fall off the jaw. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
The device was returned with the distal tip of the blade broken off and returned the remaining blade portion was scratched. The tissue pad properly attached to the clamp arm and not missing as reported. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for pad fall off the jaw. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an instrument error is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. It is possible that the device returned may have been used to complete the procedure and is not the device complained about as the batch number was different than reported. The device reported was batch #j91y7a and the device received was batch #j92m0n.